Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the representative couldn't get the recharger to connect to the implant. They reached the passive recharge screen a couple of times but they got out of it. The controller wasn't paired to the ins and therefore they couldn't perform a reset. The representative performed one cycle on the passive recharge. The representative was advised to perform more passive recharges. The representative had tried a different controller and recharger as well. The next day the representative tried more passive recharge sessions with the patient but they still couldn't get to the normal recharge screen. It was noted that the patient's battery hadn't been charged since they were implanted on (B)(6) 2018. It was noted that tech mode was available even if the controller wasn't paired. The representative was advised to disable and re-enable the patient's implant and that this might require multiple sessions. They noted that there was no other option if disabling and re-enabling the device didn't work. The patient was headed to (B)(6) for an extended period of time and the representative said they would contact their counterpart there to try and resolve the issue with the patient. No further complications reported.